Manufacturer narrative:
Follow-up #1: date of submission 10/7/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: pump returned with normal bolus, audio bolus, temp basal sound features set to ¿low.¿ the reminder, warning and alarm/error set to ¿high¿. The alert feature was set to ¿medium¿ and remote bolus was set to ¿vibrate¿.the bb shows a replace cartridge alarm on (B)(6) 2016 at 04:28; deliveries resumed at 06:31. On (B)(6) 2016 at 04:58 a replace cartridge alarm was recorded; deliveries resumed at 09:31. Pump boots to the verify screen with audible & vibratory features. The audible alarm reading measured with in spec at 60.7db. An alarm was reproduced for the investigation with sound set to high; pump gave the appropriate sound warning and displayed alarm message on the screen. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the ¿intermittent sound¿ complaint during testing. Unrelated to the complaint, the audio bolus button cover is torn; still operable. Battery compartment is cracked above & below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was an intermittent sound issue with the pump. The patient had a blood glucose of 320 mg/dl with polyuria, polydipsia and symptoms of dehydration, and required no unusual treatment. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery, and because the patient experienced hyperglycemia.